Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, when the surgeon was using the stitches the needle was separating from the suture. This is for two boxes within the same lot. No adverse impact patient/user. Device is available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/18/2025 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - please confirm, how many devices demonstrated the alleged deficiency? - please confirm if a credit or replacement is needed. *if credit: - please provide the purchase order. *if replacement: - to whom should the replacement be sent? Please provide the contact name, department, street address (including zip code), email address, and phone number. Please do not use a p.o. Box. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). I believe it was 2 sutures from 2 different boxes. It does need to be replaced and I currently do not have a po generated but will request one. The contact for delivery is (please refer the attached email) I, mr, the rep, have the sutures in my possession and can send them in for analysis. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.